Event description:
It was reported that the 9800 system displayed a pre charge error. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported failure could not be duplicated. However, the unit would not boot and generator errors were noted. It was also noted that the cross arm brake was not functioning and the power cord needed replacement. Replaced the x-ray controller with a generator interface board pcb, the crossarm brake assembly. Ac power cord, steering coupling and battery pack. The system was tested and found to be working as intended and placed back into service.